Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b3, b4, b5, d10, e1, e2, e3, g2, g3, g6, h11 e1 telephone: (B)(6). G2 foreign: new zealand. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery, bent cradle and grinding against the cutter reported. There was a patient involved but no impact, harm, or delay reported. Another device was available to complete the procedure. Due diligence information complete as no additional information indicated.

Event description:
It was reported that during unknown timing on an unknown date, bent comb was reported. There was unknown patient involvement and impact. Due diligence information in process. No additional information available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: australia. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the pretest could not be performed due to a bent comb. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.